Event description:
Digital readout lead anesthesiologist to believe the patient was receiving the intended amount of anesthesia medication but the patient's clinical status was not congruent with the amount of medication being given. The first indication of the failure was the patient becoming light under this general anesthesia. Md made decision to take the patient off the pump and manually administer the medications to be certain the patient was receiving the intended/ordered amount.